Event description:
During an incident on 5/1/06 involving an unknown aged male pt who was unconscious, this defibrillator displayed "check electrodes" and after the 4th "check electrodes" message the defibrillator displayed "servie mandatory." An als crew at the scene took over pt care. CPR was administered and pt care was not compromised. The pt was transported to a hosp and the pt is okay. Later testing, with a sim-tester at the fire dept, found the defibrillator operating properly with no "check electrodes" or "service mandatory" messages experienced. The customer first reported this device problem as "the cord may be defective as there appears to be a break in the cord." Then he stated that it may just need the cable clamp.

Manufacturer narrative:
The returned defibrillator with r2 brand pt cable was tested and proper operation for pt treatment was verified. This testing included verification of the unit's impedance detection circuit and ability to treat a rhythm. The pt cable was not broken or defective and attempts to induce a "check electrodes" prompt by twisting and bending the pt cable at different locations were unsuccessful. No "service mandatory" prompts were experienced. The electrode pads used at the scene were not returned for evaluation. The "service mandatory" message with beep tone is displayed in the event that a critical part of the unit fails self-test and the unit is disabled. "Service mandatory" faults caused by external electrical interference may occur on any digital equipment including the hs3000 and such faults will usually not be repeated. The "check electrodes" message is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain these prompts and what to do should they be experienced. It is believed that poor patient-to-electrode pad contact, high transthoracic pt impedance or a combination of these factors prevented the device from analyzing the pt. Poor electrical contact can be caused by many factors including, but not limited to, the pt's skin condition and hair, skin preparation, inadequate pad adhesion, and electrode discrepancies. The pt was sent a letter explaining our evaluation.